Event description:
It was reported by a company representative that high impedance was received during a follow-up appointment. The patient was implanted 2 weeks prior to the report of high impedance and no patient manipulation or trauma was reported to have contributed to the event. Additionally, the company representative provided a video of implant. Full video of implant procedure was reviewed, which showed 21 seconds of the electrodes attached to nerve, lead pin being inserted into generator, and tightening of the set screw. X-rays were provided to the manufacturer which indicated the generator was able to be visualized and its placement appeared normal. The end of the connector pin could not be visualized past the connector block on the received images. The filter feedthru wires appeared intact, and the lead wires appeared intact at the connector pin. The lead body was also able to be visualized, but there was a portion of the lead behind the generator that could not be assessed. No obvious discontinuities or acute angles were noted. At the moment surgery has been planned for the patient. Programming history was received and reviewed by the manufacturer. Review of history indicated system diagnostics at the time of implant were ok/ok/ 1253 ohms/ ok. The high impedance was confirmed to have occurred on (B)(6) 2012.

Event description:
Additional information was received from the area representative indicating the patient underwent generator replacement surgery. Surgical intervention was initially done to re-insert the lead pin inside the connector block of the generator; however the lead pin could not be pulled out of the generator. Once the lead pin was removed, the surgeon decided to use another generator as he believed the connector block of the old generator was broken. Diagnostics were performed after the use of a new generator and same lead which indicated good impedance values. The explanted generator was returned to the manufacturer and at the moment remains under analysis.

Manufacturer narrative:
.

Event description:
Analysis of the generator the in-line cavity go gage passed the insertion test. A model 304 bench lead was inserted completely passed the negative connector block and was secured with the returned setscrew. The bench lead disconnected from the generator with no difficulties. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.